Event description:
It was reported that cardiac tamponade and death occurred. Event summary a pulse field ablation procedure was initiated using a non-boston scientific (bsc) transeptal needle and faradrive steerable sheath. The faradrive sheath was placed and a non bsc transeptal needle was advanced into the right atrium. The transeptal needle was unintentionally advanced from the right atrium to the left atrium without puncturing the interatrial septum. It was suspected the non bsc transeptal needle passed the interatrial septum via a patent foramen ovale. The non bsc transeptal needle was withdrawn through the faradrive sheath. Contrast medium was delivered to visualize the left and right pulmonary veins and the patient experienced a sudden, severe drop in blood pressure. Echocardiography showed pericardial tamponade. Cardiopulmonary resuscitation (CPR) was initiated including mechanical chest compressions using a lucas system. The patient experienced approximately 12 to 13 seconds without cardiac activity. Temporary pacing at 800 milliseconds was applied and blood loss was managed by continuous aspiration and reinfusion into the circulatory system via the access site. The pericardial tamponade was eventually controlled and no further active bleeding was observed. The patient did not regain effective cardiac output and after approximately three (3) hours of resuscitation efforts resuscitation measures were terminated and the patient was declared deceased. The physician hypothesized the rapid and unintentional passage of the transeptal needle through a patent foramen ovale resulted in a possible injury to the left atrial roof via the transeptal needle which led to cardiac tamponade. Patient status patient is deceased. It was further reported despite controlling the cardiac tamponade, left ventricular contraction had ceased leading to patient death.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the faradrive steerable sheath upn # m004pfce21m402 batch # cl14633. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the faradrive steerable sheath was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The faradrive steerable sheath IFU lists asystole, cardiac arrest, cardiac tamponade, hypotension, and death as known potential adverse events associated with the use of the device. Risk review a review of the faradrive hazard analysis was completed and confirmed that the events of asystole, cardiac arrest, cardiac tamponade, hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure a non-bsc transeptal device was advanced through a faradrive steerable sheath. The transeptal device was advanced unintentionally to the left atrium likely through the patent foramen ovale. After the transeptal device was withdrawn a pericardial effusion with tamponade was identified. Despite resuscitation efforts, the patient died due to a suspected left atrial roof injury by the transeptal device. Asystole, cardiac arrest, cardiac tamponade, hypotension, and death are known potential adverse events associated with the use of the faradrive steerable sheath.

Event description:
It was reported that cardiac tamponade and death occurred. Event summary a pulse field ablation procedure was initiated using a non boston scientific (bsc) transeptal needle and faradrive steerable sheath. The faradrive sheath was placed and a non bsc transeptal needle was advanced into the right atrium. The transeptal needle was unintentionally advanced from the right atrium to the left atrium without puncturing the interatrial septum. It was suspected the non bsc transeptal needle passed the interatrial septum via a patent foramen ovale. The non bsc transeptal needle was withdrawn through the faradrive sheath. Contrast medium was delivered to visualize the left and right pulmonary veins and the patient experienced a sudden, severe drop in blood pressure. Echocardiography showed pericardial tamponade. Cardiopulmonary resuscitation (CPR) was initiated including mechanical chest compressions using a lucas system. The patient experienced approximately 12 to 13 seconds without cardiac activity. Temporary pacing at 800 milliseconds was applied and blood loss was managed by continuous aspiration and reinfusion into the circulatory system via the access site. The pericardial tamponade was eventually controlled and no further active bleeding was observed. The patient did not regain effective cardiac output and after approximately three (3) hours of resuscitation efforts resuscitation measures were terminated and the patient was declared deceased. The physician hypothesized the rapid and unintentional passage of the transeptal needle through a patent foramen ovale resulted in a possible injury to the left atrial roof via the transeptal needle which led to cardiac tamponade. Patient status patient is deceased. It was further reported despite controlling the cardiac tamponade, left ventricular contraction had ceased leading to patient death.